Event description:
The customer reported that the system displayed an error was unable to intermittently perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator. The system operates as intended.